Event description:
It was reported that the patient underwent a t11-l4 spinal surgical procedure to treat a l2 compression fracture. It was reported that the tip of the driver broke during final tightening of the set screw. The tip could not be retrieved from the set screw. No additional patient complications were reported.

Manufacturer narrative:
Additional info: visually confirmed approximately ~3mm of the instrument¿s tip has been broken off and not returned for analysis; this is consistent with set screw interface during usage. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, with plastic deformation of remaining portion of the tip, just below the fracture. Dimensional inspection of the tip diameter confirms conformance to print specification. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.